Manufacturer narrative:
Correction: initial reporter occupation additional information reason code for no evaluation, if other specify imdrf codes imdrf annex f. Imdrf annex a . Imdrf annex g. Imdrf annex b. Manufacturer narrative a review of the complaint history for sn 13181761 was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 08nov2010. The review was performed from the date of manufacture to the present date 17jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. H3 other text : although requested, product has not been received.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿during the closing count of a CABG x2 (coronary artery bypass graft) with an impella device in place, and the patient receiving pressors and cardiac drips (vital signs stable), during a minor pump adjustment, the pump began to alarm showing an error reading (error reading was not provided), and shutting down two of the three pressor drips. It took approximately 2-3 minutes to restore the drips because the modules would not attach to the brain. During that time, the mean arterial pressure (map) dropped from 70 to 30 the impella stopped functioning. Resuscitation efforts began, and the patient's vital signs restored to pre-event levels. The impella began to function within 10 minutes. Equipment was not replaced per anesthesiologist due to the complexity of the drug regimen. At this time, the patient remains critically ill and ventilator dependent due to respiratory failure. Other medical issues include pulmonary hypertension, morbid obesity, dm (diabetes mellitus), pvd (peripheral vascular disease), and copd (chronic obstructive pulmonary disease). The pump was inspected by our biomed manager. The infusion pump main brain and pump modules inter-unit interface connectors on the side of these devices need to be verified/checked and cleaned, as needed, by individuals responsible for cleaning and setting up the pumps. This wild significantly reduce or eliminate the issue of modules disconnecting." There was patient involvement and patient impact.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿during the closing count of a CABG x2 (coronary artery bypass graft) with an impella device in place, and the patient receiving pressors and cardiac drips (vital signs stable), during a minor pump adjustment, the pump began to alarm showing an error reading (error reading was not provided), and shutting down two of the three pressor drips. It took approximately 2-3 minutes to restore the drips because the modules would not attach to the brain. During that time, the mean arterial pressure (map) dropped from 70 to 30 the impella stopped functioning. Resuscitation efforts began, and the patient's vital signs restored to pre-event levels. The impella began to function within 10 minutes. Equipment was not replaced per anesthesiologist due to the complexity of the drug regimen. At this time, the patient remains critically ill and ventilator dependent due to respiratory failure. Other medical issues include pulmonary hypertension, morbid obesity, dm (diabetes mellitus), pvd (peripheral vascular disease), and copd (chronic obstructive pulmonary disease). The pump was inspected by our biomed manager. The infusion pump main brain and pump modules inter-unit interface connectors on the side of these devices need to be verified/checked and cleaned, as needed, by individuals responsible for cleaning and setting up the pumps. This wild significantly reduce or eliminate the issue of modules disconnecting." There was patient involvement and patient impact.

Manufacturer narrative:
Omit : a13 - communication or transmission problem (2896), a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex a, g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿during the closing count of a CABG x2 (coronary artery bypass graft) with an impella device in place, and the patient receiving pressors and cardiac drips (vital signs stable), during a minor pump adjustment, the pump began to alarm showing an error reading (error reading was not provided), and shutting down two of the three pressor drips. It took approximately 2-3 minutes to restore the drips because the modules would not attach to the brain. During that time, the mean arterial pressure (map) dropped from 70 to 30 the impella stopped functioning. Resuscitation efforts began, and the patient's vital signs restored to pre-event levels. The impella began to function within 10 minutes. Equipment was not replaced per anesthesiologist due to the complexity of the drug regimen. At this time, the patient remains critically ill and ventilator dependent due to respiratory failure. Other medical issues include pulmonary hypertension, morbid obesity, dm (diabetes mellitus), pvd (peripheral vascular disease), and copd (chronic obstructive pulmonary disease). The pump was inspected by our biomed manager. The infusion pump main brain and pump modules inter-unit interface connectors on the side of these devices need to be verified/checked and cleaned, as needed, by individuals responsible for cleaning and setting up the pumps. This wild significantly reduce or eliminate the issue of modules disconnecting." There was patient involvement and patient impact.